Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, there were coronary concerns regarding the height of the surgical valve and height of the sinus of valsalva (sov) that were discussed prior to the implant procedure. The valve was implanted at a depth of approximately 1mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). During implant, an occlusion of the right coronary artery was reported. The guidewire was placed into the right coronary artery; the right coronary artery had two stents placed behind the surgical valve leaflets, and the artery was patent. The physician believed the occlusion was due to the leaflet on the surgical valve. Later that day, the patient became hemodynamically unstable. An angiography showed an occlusion on the right coronary artery. Cardiac surgery of the coronary artery was attempted; however, it was unsuccessful and the patient died. It is unknown what caused the occlusion. It was reported that there was no problem with the medtronic valve.